Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump case clip broke and the pump fell pulling the infusion set site from the body. There was no impact to the customer's blood glucose. The customer immediately replaced the infusion set and resumed insulin delivery.